Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit gave an e-1 error during a case. It was further reported that the case was delayed 15 minutes. There was no harm to the patient and no effect on the outcome of the case.